Event description:
Customer called to report that the sensor has trouble staying connected to the insulin pump. Customer stated that the last time this occurred blood glucose levels were in the low 50's to 60's (mg/dl). Customer also reported issues were with sensor glucose versus blood glucose differences. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.